Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/25/2017. Device returned to manufacturer? Yes. Device evaluation: the returned device was advanced and locked. Inspection a 10x under the microscope was performed. The lens was observed folded and stuck in the cartridge tip. There was no viscoelastic residue observed inside the cartridge. The lens could not be removed from the cartridge. The complaint was confirmed. However, one probable cause could be the lack of viscoelastic observed causing resistance, which may lead to the lens being stuck in the cartridge. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as the lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 25.5 diopter intraocular lens (iol) would not advance in the inserter while inserting into the patient's operative eye. There was no serious patient injury, medical complications, or surgical intervention. No additional information was provided.